Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) occurrence (281 mg/dl). The customer changed out the cartridge and delivered a bolus to address bg level. Reportedly, tandem technical support was contacted to inquiry about filling tubing and refilling cartridge. The contact stated that the cartridge was refilled because of running out of insulin in the middle of a bolus. Tandem technical support, informed contact that cartridge change is recommended before fill tubing. The customer was able to change out the cartridge successfully and deliver remainder of bolus.